Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing from electromagnetic interference (emi). No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing from electromagnetic interference (emi). No adverse patient effects were reported. At this time, this device remains in service.